Manufacturer narrative:
Reported event: an event regarding wear/ trunnionosis involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: confirmation: a revision surgery for trunnion failure may be confirmed. Metallosis was noted intraoperatively. Root cause: the root cause of the revision failure at the head-neck junction with trunnonosis and metallosis likely as a result of an lfit-tmzf trunnion issue. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised due to severe trunnionosis. Intra-operatively, black tissue was noted in the patient. The stem, head and liner were revised to a competitor stem and head with a stryker liner. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised due to severe trunnionosis. Intra-operatively, black tissue was noted in the patient. The stem, head and liner were revised to a competitor stem and head with a stryker liner. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.